Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use in a male patient, there was blood leakage noted at the hemostasis valve of the introducer. The estimated blood loss is unknown. The introducer was exchanged, which required starting the procedure over with new product via a new insertion site. There was no allegation of patient injury and the demographics are unknown.

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-typed introducer. Leak testing was performed with and without a catheter inserted, and leakage was observed without the catheter. The introducer valve internal components were examined and the duckbill valve was found to be torn. The customer report of "leakage" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.